Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found premature elective replacement indicator. Analysis could not conclusively determine the root cause for the premature eri. (B)(4).

Event description:
This report is to advise of an event observed during analysis.